Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that when an opioid (oxifast) was injected, a hole was opened in the upper part of the bag, and the drug liquid leaked into the cassette. The event occurred during priming at the facility. There was no patient involvement.